Event description:
It was reported that approximately 30 days following a posterior support procedure in 2007, the patient experienced pain in her left buttock, felt a pop, and had a bloody discharge from her vagina. Two months later, the doctor performed an ultrasound and observed infection on the left distal arm of the mesh and an abscess in her left buttock. The doctor excised the arm on the device and drained the abscess. The abscess was described as a non-sterile abscess having an odor and color. A culture was performed on the tissue, puss and drainage, and swabs. Results of the culture were negative indicating a sterile abscess. The doctor stated, that he had to alter the patient's natural vaginal cavity in order to treat the abscess. He also stated that there was a possibility that he had perforated the bowel during the initial procedure. He further surmised that the patient may have developed a hematoma shortly after the initial surgery that drained down the distal arm track into a vaginal dead space. The current condition of the patient was described as experiencing some minor pain but shows significant improvement.

Manufacturer narrative:
The lot number is unknown, therefore, no review of the device history record could be performed. Infection and hematoma are well known potential complications of this type of procedure. The instructions for use which accompanies each device states in the section labeled: adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.baseline report previously filed.